Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available likely due to bit flip in lead impedance/battery voltage trend data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a suspected bit flip. It was noted that the patient recently completed radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.